Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for leadless pacemaker implant procedure. During procedure, it was observed that the right ventricle (rv) was perforated. The perfusion team was urgently called to manage the resulting pericardial effusion. The patient underwent emergency thoracotomy, but unfortunately, did not survive the event and passed away.

Event description:
New information noted that during the procedure, the physician retracted the device while simultaneously advancing the protective sleeve. Shortly thereafter, a sudden drop in the patient's vital signs was observed. Intracardiac echocardiography (ice) confirmed the presence of a pericardial effusion.

Manufacturer narrative:
The device was returned for analysis. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.